Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); value not provided. The customer lost consciousness and was not aware of the seizure that was experienced. The customer's husband assisted with giving the customer glucose gel and contacted the paramedics. Seizure subsided and paramedics took vitals, tested bg and gave juice to consume. The customer declined to go to the emergency room or hospital. The customer suspected cause of low bg was due to boluses delivered while customer was sleeping. Review of the pump data revealed that boluses had been requested by user interaction. However, customer did not acknowledge the pump data review and maintained that the pump delivered boluses without user interaction, while customer was sleeping. Recommendation was made to consult with healthcare provider regarding diabetes management.